Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, the customer refused to perform a back to back blood test. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/25/2018 and open vial date is (B)(6) 2017. The customer stated that he has not made any recent changes in his diet, exercise regimen, and/or medication. The customer stated he is testing twice a day (fasting) and taking medication to control his diabetes (insulin). The meter memory was reviewed for previous test result history: (B)(6).